Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the cdh29 stapler did not cut when it was fired. The device misfired and the case was extended 2 hours.